Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Per internal medicine study: "bloodstream infection was defined in as either crbsi or central line associated bloodstream infection... Bloodstream infections occurring within 48 hours after central venous catheterization,.." (P. 340) " there were 18 crsbi cases... The microorganisms involved were: 4 patients - staphylococcus aureus. 3 patients - coagulase-negative staphylococci. 3 patients - pseudomonas aeruginosa. 1 patient - helicobacter. 1 patient - citrobacter kosei. 1 patient - candida albicans. 1 patient - enterobacter cloacae. 1 patient - streptococcus parasanguis. 1 patient -streptococcus sanguis. 1 patient -corynebacterium striatum. 1 patient -escherichia coli" (p. 391). Reference: experience of peripherally inserted central venous catheter in patients with hematologic diseases. Yoshinori hashimoto, takanori fukuta, junko maruyama, hiromi omura and takayuki tanaka - the japanese society of internal medicine.